Manufacturer narrative:
The affected device was analyzed by a draeger service technician onsite. A faulty therapy control unit was determined to be the cause of the reported event. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. It is likely that the ventilator software detected an internal disturbance in communication. The workstation consists of a ventilation unit and a cockpit. In general ventilation is not affected as the device reacts by performing a cockpit restart. The user gets informed of this condition by an optical and acoustical ¿device failure 3¿ alarm. If restarts of the cockpit don¿t solve the problem within a given time frame, the ventilation unit performs a system restart as specified for this condition. As the log files of the device were not available for the investigation it cannot be excluded that both the cockpit and ventilation unit performed a reboot in an attempt to clear the issue. During the restart of the ventilation unit the user would be alerted by the internal piezo speaker. The emergency-breathing valve would open allowing for spontaneous breathing: however, manual ventilation with an alternate device may be considered necessary.

Manufacturer narrative:
The investigation was started, but not yet concluded. The investigation results will be reported in the follow up report.

Event description:
It was reported that while in use, the machine alarmed and displayed a device failure 3 message. It cannot be excluded that the ventilator has performed a restart during this event. There was no patient injury reported.